Manufacturer narrative:
An evaluation of the suspect device as well as a review of the device history records revealed no anomalies. The instrument was properly manufactured and released in accordance with design specifications. Testing showed the raw material of the internal shaft (64920-02) to be manufactured out of 455ss per astm a564 and the hardness was measured 47 hrc both meeting print requirements.

Event description:
The threads of a novel inserter broke and became detached from the instrument while removing the trial from the disk space. After some effort, the trial containing the inserter threads was eventually extracted causing approximately 45 minute delay in the case. The remainder of the surgery was successfully completed without further issue.